Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leakage was observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the eval results, the reported complaint was confirmed. Add'l eval required. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt short port on the vasoview hemopro 2 was not allowing co2 to flow through properly. An occlusion warning was on the co2 insufflator. A replacement device was used to complete the procedure. The hosp did not report any pt effects.